Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive technician. Visual inspection of the machine showed a leak from the diva valve. The diva electrovalve membrane was observed to be corroded and blocked, which caused the silicone connector to become disconnected and allowed the reported leakage. The byva and tava valves were also found to be corroded. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the corroded component. The body and membranes of the three electrovalves were replaced and the tubing was reconnected to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 98 machine during self-check. The machine did not alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.